Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2012, the reporter contacted animas to report an issue during the pump's load step in that the new filled cartridge was not detected by the pump and all the insulin was pushed out of the cartridge. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 02/13/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the pump load cartridge step failed to detect the cartridge. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board.